Event description:
While attempting to advance the stent through the sheath, the stent began to migrate off the balloon. The md successfully removed the stent from the sheath. Additional stents were placed successfully with no reported harm to the patient. Manufacturer response for 7mm x 58mm, 135cm shaft expandable vascular stent, lifestream balloon expandable vascular covered stent (per site reporter).